Event description:
Spacelabs received a report that a spacelabs anaesthesia machine was intermittently unable to deliver gas to the patient in either vent or bag mode.

Manufacturer narrative:
Tests carried out on site by field service engineer failed to reproduce the reported fault. Spacelabs has requested the suspect parts to be returned to our facility for investigation. We are waiting to receive the parts. No one has been injured as a result of this malfunction. In the email notifying spacelabs of the incident, the customer stated that there had been a similar second incident involving a separate machine. We have documented that statement in MDR number 3023361-2011-00032. We will provide a supplemental report once our investigation is complete.

Manufacturer narrative:
The suspect valves were returned to spacelabs for investigation. The customer description of this failure, along with the ventilator event logs, indicates the cause of failure was valve occlusions causing the valves to stick. A sticking inspiratory valve will prevent mechanical ventilation and manual bagging of the patient. Environmental factors attributed to anesthesia machine breathing circuits, such as moisture and fluids, absorbent debris, and dust, increase the possibility of valve occlusions that may cause the valve discs to stick. Mechanical unidirectional valves are well known to have a failure mode of sticking in a closed position. Standard iec 80601-2-13 - particular requirements for basic safety and essential performance of an anesthetic workstation, section 201.102.10.1 - states: "unless a means of indicating a malfunction is provided, inspiratory and expiratory valves shall be designed and located such that their action is visible to the operator". This constructional requirement anticipates the possibility of a sticking check valve and allows the provider to visualize a fault and to rectify it if necessary. This iec requirement is met by the sirius system. The system provides visibility and accessibility to check valve. The system also senses if the inspiratory valve is sticking and provides high priority audible and visual alarms in such instance, indicating the patient is not being ventilated. In this incident, these alarms were triggered as designed and are shown in the ventilator event log of this unit. Spacelabs user manual for absorbers states that a pre-use check is required prior to every use. Both inspiratory and expiratory valve discs are required to be clean and free to operate. The absorber involved in this incident had been installed for approximately 2.5 years. As we discovered no wear on the unidirectional valves during our investigation, we conclude that environmental factors as described above are the cause of this valve sticking on this absorber. Spacelabs will continue to monitor our complaint system for incidents showing similar symptoms. No one has been injured as a result of this malfunction. The customer has voluntarily replaced all the valves on the absorbers in use. This supplemental report is considered final and the issue is closed.

Event description:
Spacelabs received a report that a spacelabs anaesthesia machine was intermittently unable to deliver gas to the patient in either vent or bag mode.